Event description:
The device was used during a pneumonectomy procedure. Reportedly, the difficulties were experienced opening the device. The surgeon manually manipulated the device free and completed the procedure with another device.

Manufacturer narrative:
4/28/97-supplemental report #1 submitted to FDA. Additional data entered in d9 and h7. Corrected data entered in d1. Device evaluation indicated and codes entered in h3 and h6. Co's analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.